Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5, a6: patient, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for (1) band-aid flexible fabric red white and blue assorted sizes (B)(4) CT USA 381372026479 381372026479usa, lot # 250925. D4: 510(k) exempt, device I complaint. UDI not required. UDI # (B)(4). Upc # 381372026479 lot # 250925 expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. No non conformance report were generated during production. Review of the device history records showed that there were no issues during the manufacturing of the product that would contribute to this complaint conditions. The product was manufactured on september 25, 2025. H6: e0402 also refers to the consumer alleged hypersensitivity/allergic reaction to product e172002 also refers to the consumer alleged cellulitis (skin structure and soft tissue infection) e1721 also refers to consumer alleges skin tears e2402 also refers to the consumer alleged misuse/off-label use of product. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2026-00007. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported she used band aid brand flexible fabric decorated adhesive bandage to cover a minor burn on her arm. Consumer mentioned that the product made her skin look like she had a chemical burn and it tore up her skin. The consumer sought medical attention at hospital. Additionally, it was reported that the consumer had cellulitis because of the allergic reactions. The events were treated with unspecified antibiotics, vaseline, gauze and wraps. The consumer was not admitted to the hospital. The symptoms have improved after the consumer stopped using the product. The initial burn also completely healed. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2026-00007. The same patient is represented in each medwatch.